Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not release the clip, an investigation was completed to determine the cause of this reported event. The failure analysis investigations confirmed the customer-reported complaint. The primary failure of the instrument grip cables was found to be related to the customer-reported complaint. The instrument had a frayed grip cable at the distal end, with frayed cable strands sticking out at the wrist. Cable breakage, whether partial or full, may be attributed to a reduction in the ultimate strength of the material, which may result from damage to the cable through external collisions during use or reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy pediatric surgical procedure, the clip applier would not release one side of a clip, after clipping the gall bladder. The clip applier worked on the first clip application. But, did not release the clip on the second and third attempt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, noting the clip applier would not release the clip. An investigation is pending to determine the cause of this reported event. A return material authorization (RMA) was issued requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction, due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.